Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of hypotony, maculopathy, and bleb vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other professional reported that after implantation of an intraocular lens (iol) implant procedure, the patient had hypotony maculopathy. Resolved. Noted to be moderate. Pressures too low due to too much fluid moving through the eye.